Manufacturer narrative:
Manufacturing and inspection records were reviewed, and no anomalies were found. The part number hpc-0015 "1.5mm hex driver tip (small shaft)" was returned in two pieces (main body and fractured tip). The reported screw involved in this event was not returned. The returned driver was examined with magnified photography. Observed phenomena included: the driver had broken into two pieces: one large piece consisting of the main driver body, and a small fragment consisting of the tip of the drive mechanism. The large fragment exhibited twisting of the drive feature splines as well as a slight bend; the small fragment exhibited a more noticeable bend. The fracture planes on both pieces were largely flat with light texturing and no notable ductility/necking. The fracture planes were moderately oblique to the axis of the fragment. Measurements were obtained. The large piece measured approximately 3.9295 inches, and the small piece measured approximately 0.0660 inches. The visual appearance of the twisted drive splines and fracture plane (e.g. Largely flat, light texture, no necking/ductility) would suggest a brittle failure mode in torsional loading. This may occur in scenarios where large and/or sudden torques are applied to instrumentation. However, based on the information received, and due to unknown procedural conditions, the root cause could not be determined.

Event description:
It was reported during a routine removal procedure, the driver tip broke when attempting to remove a screw. The screw was able to be removed, and no portion of the broken driver tip remained in the patient. No adverse patient consequences were reported, and this issue did not prolong the procedure. This report is related to report number 3025141-2023-00051 for the screw involved in this event.

Manufacturer narrative:
Manufacturing and inspection records were reviewed, and no anomalies were found. The device was not returned for evaluation. Based on the information received, the root cause could not be determined.